Manufacturer narrative:
Conclusion updated with completed film review. During use of an outback catheter it was reported that the tip of the catheter became stuck in the 6fr cook cross-over sheath and completely separated inside the csi and could not be retrieved. Procedure was aborted and the sheath and the outback catheter, including the detached tip, were removed together successfully. There was no injury reported. The procedure being performed was an elective intervention of the superficial femoral artery. There were no anomalies noticed during the preparation of the devices. A 6f cook cross-over sheath was placed from the left common femoral artery to the right common iliac artery without any difficulty. The physician did have some difficulty advancing the outback over the iliac bifurcation. Once the device entered the contralateral common iliac artery it could not be advanced any further and the outback catheter tip became stuck in the csi. After several attempts to advance the device it was observed that the tip of the outback separated inside of the sheath and the procedure was aborted unsuccessfully due to schedule conflicts. The procedure was aborted and repeated the next day. Additional information was received and noted the following. The patient is male. The procedure being performed was an elective recanalization of occluded left superficial femoral artery. A retrograde puncture of the right common femoral artery was used. The procedure began with diagnostic exploration of vessel status angiographically, then introduction of 6f cross over sheath (cook medical; flexor check-flo introducer)into left extern iliac artery. The sheath was not kinked. For re-entry into vessel lumen the physician used an outback catheter which did not show any abnormalities during rinsing. The outback catheter could only be pushed into the common iliac artery. The physician then withdrew the catheter and obviously the tip of the outback catheter tore off and stayed in the introducer sheath. The device had to be recovered together with the sheath from the patient and was sent to the manufacturer for analysis. Procedural films were provided for review. The independent reviewer indicated the following: this complaint involves a patient undergoing elective intervention of the left superficial femoral artery. Using an over the aortic bifurcation approach, attempt was made to advance an outback catheter to the level of the sfa. At the level of the left cia, and still within the sheath, the tip of the catheter separated. The sheath and fractured device were removed uneventfully and the procedure was reattempted the next day. The patient experienced no complication. Single cd-rom containing multiple cine files is submitted for review. As per clinical report, the outback catheter appeared normal prior to use and was prepped in standard fashion. When advancing the catheter over the bifurcation significant resistance was encountered at the level of the common iliac artery. When the catheter was advanced into the cia, it could not be advanced further and the tip became ¿stuck¿ as per report. Attempt to retract the catheter resulted in separation of the catheter tip. Pelvic arteriogram demonstrates retrograde access from the right common femoral approach. At the origin of the left common iliac artery there is decreased contrast with a large plaque demonstrated in relief. This is likely a large, eccentric, posterior plaque producing significant stenosis. Oblique views confirm high grade stenosis in this area. Additional images show left sfa disease with a short segment of occlusion at the level of the adductor hiatus. Subsequent images show placement of a sheath over the horn. No images are provided that show the attempts to advance the outback catheter tip beyond the cia stenosis. Subsequent images then show the tip as a free fragment. A balloon catheter is advanced into the sheath in an attempt to ¿pull back¿ the fragment but this is unsuccessful. Final images show removal of the tip fragment and sheath in total. One non-sterile catheter outback was received coiled inside a plastic bag. The distal tip was received in a separate bag. The inner liner presents marks of welding. No anomalies were noted in the device. Based on the IFU the unit was inserted to a 6f sheath introducer and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Independent reviewer conclusion: this complaint involves an outback catheter that fractured while the operator tried to advance it through a sheath over the aortic bifurcation. The review is limited due to the limited images and clinical information provided. From the information provided, it appears most likely that the fracture occurred secondary to forceful attempts to advance the catheter across a high grade, likely eccentric common iliac artery stenosis. Although the clinical report states that the sheath was not kinked we only see the sheath in the frontal projection on very few images provided. It is very possible that the sheath was kinked from posterior plaque which may not be readily apparent in the frontal view. This could be the etiology of the device failure. When difficulty is encountered during advancement of catheters over the aortic bifurcation the presence of posterior plaque producing high grade stenosis should be considered. If found, this may require treatment before the initial target therapy can be attempted. Angioplasty or stenting of the iliac artery may be necessary. If no stenosis is identified, gentle retraction of the sheath while gently advancing the catheter forward is often helpful. The exact etiology of the device failure cannot be definitively determined from the information provided. Further review can be made when the results of the benchtop review of the returned device are available. I see no definite evidence of a manufacturing defect. From the information provided the etiology is likely procedural in origin. The failure catheter tip/distal tip fractured-separated reported by the customer was confirmed during analysis. The reported cto catheter system impeded was not confirmed since functional test was successfully performed. The cause of the failure experienced was not determined as inner liner presents marks of welding. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further . Based on the information available for review, the patient¿s anatomy and procedural factors are most likely contributing factors to the resistance friction and tracking difficulty reported resulting in the separation of the distal tip. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Event description:
During use of an outback catheter, it was reported that the tip of the catheter became stuck in the 6fr cook cross-over sheath and completely separated inside the csi and could not be retrieved. Procedure was aborted and the csi with catheter were removed. Procedure was repeated the next day. The age and gender of the patient is unknown. The procedure being performed was an elective intervention of the superficial femoral artery. There were no anomalies noticed during the preparation of the devices. A 6f cook cross-over sheath was placed from the left common femoral artery to the right common iliac artery without any difficulty. The physician did have some difficulty advancing the outback over iliac bifurcation. Once the device entered the contralateral common iliac artery it could not be advanced any further and the outback catheter tip became stuck in the csi. After several attempts to advance the device it was observed that the tip of the outback separated inside of the sheath and the procedure was aborted unsuccessfully due to schedule conflicts. The sheath and the outback catheter, including the detached tip, were removed together successfully. The procedure was aborted and repeated the next day. The patient is fine.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A cd of the event has been received and has been sent to an independent physician for a film review. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of an outback catheter it was reported that the tip of the catheter became stuck in the 6fr cook cross-over sheath and completely separated inside the csi. The procedure was aborted and the sheath and the outback catheter, including the detached tip, were removed together successfully. There was no injury reported. The procedure being performed was an elective intervention of the superficial femoral artery. There were no anomalies noticed during the preparation of the outback catheter. A 6f cook cross-over sheath was placed from the left common femoral artery to the right common iliac artery without any difficulty. The physician did have some difficulty advancing the outback over the iliac bifurcation. Once the device entered the contralateral common iliac artery it could not be advanced any further and the outback catheter tip became stuck in the csi. After several attempts to advance the device it was observed that the tip of the outback separated inside of the sheath and the procedure was aborted due to schedule conflicts. The procedure was aborted and repeated the next day. Additional information indicated that the procedure being performed was an elective recanalization of occluded left superficial femoral artery. A retrograde puncture of the right common femoral artery was used. The procedure began with diagnostic exploration of vessel status angiographically, then introduction of 6f cross over sheath (cook medical; flexor check-flo introducer)into left extern iliac artery. The sheath was not kinked. Procedural films were provided for review and sent to independent reviewer for analysis. A report is pending. One non-sterile catheter outback was received coiled inside a plastic bag. The distal tip was received in a separate bag. No other anomalies were noted in the device. Inner liner present marks of welding. The unit was inserted into a 6f sheath introducer and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. The reported resistance friction and tracking difficulty were not confirmed since functional tests were successfully performed. Based on the information available for review, the patient¿s anatomy and procedural factors (difficulty advancing the outback over the iliac bifurcation) are most likely contributing factors to the tracking difficulty reported resulting in the separation of the distal tip. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Manufacturer narrative:
Additional information was received and noted the following. The patient is male. The procedure being performed was a elective recanalization of occluded left superficial femoral artery. A retrograde puncture of the right common femoral artery was used. The procedure began with diagnostic exploration of vessel status angiographically, then introduction of 6f cross over sheath (cook medical; flexor check-flo introducer)into left extern iliac artery. The sheath was not kinked. For re-entry into vessel lumen the physician used an outback catheter which did not show any abnormalities during rinsing. The outback catheter could only be pushed into the left common iliac artery. The physician then withdrew the catheter and obviously the tip of the outback catheter tore off and stayed in the introducer sheath. The device had to be recovered together with the sheath from the patient and was sent to the manufacturer. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information has been received and noted the following. Medical history: serious paod with 80% stenosis of iliac arteries, subtotal occlusion right femoral artery, total occlusion right femoral artery. Regular laboratory values for coagulation. Angiography of pelvic arteries in two planes: steep aortic bifurcation; various stenoses of iliac arteries in second plane; aneurysmatic dilatation of intern iliac arteries. Angiography right leg: common and profound femoral artery regular; popliteal artery until outflow of anterior tibial artery regular, at that point calcified high-grade stenosis. Superficial femoral artery with high-grade multisegmental stenoses. Left leg: common and profound femoral artery regular; superficial femoral artery high-grade stenoses over long distances and 4cm total occlusion. Anterior tibial artery occluded distally. The product was received for evaluation and testing on march 7, 2014. The engineering evaluation has not been completed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.